Event description:
The distal portion of the screwdriver is deformed and no longer fits the screw. This event did not cause an adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device, but rather would be related to user technique.